Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the insulin pump had insulin pump error alarm. Customer was not able to clear alarm. Customer stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history due to a software error.